Event description:
It was reported that during a ptca/stent procedure, the stent delivery system (sds) began leaking at 2atm and rapid, continuous inflation was required to pressurize the sds to 14 atm and deploy the stent. The rca was observed to dissect proximal to the stent and a possible perforation was noted at the stent site. The dissection was treated by the deployment of a second stent, no therapy was administered for the possible perforation.